Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed the issue, detection of leakage at the safety disk interface, disassembly and application of sealing silicone grease, disassembly and adjustment, detection of various functional parameters of the equipment are normal, and delivery for clinical use.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) detected loop leakage.